Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to patient allegations of pain and swelling caused by a tibial component complication. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, patient alleges pain and swelling caused by an unspecified tibial component complication. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received reported patient was revised on (B)(6) 2015 due to pain, tibial loosening, swelling, and limited mobility. During the procedure, clear effusion and well-fixed femoral component and patella were noted. The tibial tray and bearing were removed and replaced and a stem was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states "postoperative pain." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, patient alleges experiencing pain and swelling caused by a tibial component complication. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.